Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the device surged the patient's spine and cut off. When the shock occurred the patient had almost half a charge and when they got home from the hospital it was showing dead. It was reported that after the shock the patient's device just cuts off and doesn't feel like the same thing they had before.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient got shocked when he plugged a cord into an outlet. It was noted that he did not know that there were exposed wires. It was further noted that he got a burn on his hand. It was noted that when the patient got home he checked his unit and it was so low he had to recharge it. It was further noted that he charged for 8 hours and ¿it only took ½ the charge.¿ it was noted that it didn¿t feel like the same stimulation or pulse. It was further noted that it was not managing the pain like it was and almost felt ¿like a tiny bit painful.¿ additional information received reported that the patient was not shocked by the device. It was noted that he was shocked by an electric cart at a grocery store. It was noted that impedances were in normal range. It was noted that an x-ray was taken and revealed that the patient¿s left lead had moved down 1 and a half vertebral bodies due to the fall. It was noted that reprograming was done to move stimulation back into the patients left side. It was further noted that the doctor was aware of the x-ray and that the lead had moved but it was unknown what the doctor intended to do about it. It was noted that the patient stated that after reprograming he was¿ better than he was before he came in.¿ it was noted that his battery was empty so he charged.

Manufacturer narrative:
(B)(4).